Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have damage of the conductor wire¿s insulation at/near the weld within the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, and the wire was fully broken after in-house testing. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Thermal damage was present after in-house testing. Additional observations related to the customer reported complaint: the instrument was found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm permanent cautery hook instrument smoked than usual and was working intermittent, the wire was broken/damaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.